Manufacturer narrative:
Review of the provided data confirms that the positive results are true positive results and no abnormalities were observed. The discrepancy is likely due to pre-analytical handling of the sample and off-label collection use. The customer is taking nasopharyngeal samples in treidlia utm 1.5ml or 2ml which is an off-label collection kit. Using an off-label collection kit in which the volume of collection media is not identical to the on-label collection kit (3ml) can affect the performance of the assay. If a collection kit is used that has a lower volume of media, then any potential interfering substances collected will be more concentrated. If there is a high level of interfering substances present in the sample (blood, mucous, etc.) Then this could have a negative impact on assay performance including delayed CT values and lower amplification. In the case of a weak sample, the target may not be seen at all by the test.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from australia alleged discrepant results for one patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a negative result for all targets (sars-cov-2 and influenza a&b). The same sample was retested on two different assays (aus dx extended respiratory panel and genexpert) and the same liat analyzer and generated a positive result for sars-cov-2 each time. A recollected sample was tested on the genexpert and a different liat analyzer and generated a positive result for sars-cov-2 both times. The initial negative results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.